Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was cooled during transport and already reached target. They moved patient to the arctic sun device to continue therapy, but they were receiving an alarm 01 low flow. They have tried turning the device off and back on, but the alarm was persisting. Informed nurse the low flow can be related to air being pushed into the line, kinks in the tubing, or if the pad was not fully connected to name a few reasons. Suggested they empty the pad, confirm all the tubing was straight with no kinks, and then reconnect the pad. Informed nurse when they reconnect the pad, make sure they were not squeezing the clamps; recommend holding below on the blue tubing and pushing it on and confirm audible clicks. Nurse stated they have their other device they can swap to if that would be better. Informed nurse it was up to them, it may just be the connection, or it could be the device. Nurse placed on hold to try disconnecting and reconnecting the pad. When nurse returned, stated they swapped the pad out and this fixed the issue. One of clamps on the first pad seemed to not click in, lot # ngkv1803. Suggested nurse hold on to the pad for evaluation. Per follow up information received via phone on 11mar2026, spoke with charge nurse who confirmed pad was in the office. They will wait for the collection box.